Manufacturer narrative:
Evaluation summary: it is presumed that the cause was that bending the endoscope insertion tube caused the internal suction line to buckle. Poor image quality is presumed to be caused by the ccd cable breaking due to repeated bending. Correction information: h6: coding changed based on the investigation result.

Event description:
Pentax medical was made aware of an event which occurred in the united states within the pai region. A customer reported difficulty getting biopsy forceps to pass into the biopsy channel involving pentax medical video bronchoscope model eb-1575k, serial number (B)(4). There was no reported of death or injury. Multiple good faith effort request attempts were made with no further information being provided as of 31-oct-2021. The customer owned endoscope has not been received by pentax medical for evaluation as of 31-oct-2021. Pentax medical issued (B)(4) for the device to be returned. Model eb-1575k, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service the investigation is in-process.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.